Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified common iliac artery (cia). A 4.0mmx20mmx135cm (4f) sterling balloon was advanced for dilation. However, during the first inflation at 6 atmospheres, the balloon immediately ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.